Manufacturer narrative:
Follow-ups were made to request for more information on the event; however, only some information have been provided. The patient decided not to return the mouthguard even though request was made by the clinic. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using a comfort hard-soft bite splint. The patient developed lesions on soft tissue and mucosa.

Manufacturer narrative:
The device was not available for evaluation. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent materials following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin test. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. This complaint will be kept on record for track and trending purposes.